Event description:
During a surgical procedure, the implant broke in half when the surgeon tried to use it. The surgery was completed successfully with a back up implant.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could be confirmed, because the device was not manufactured according to the validated conditions. The case details were forwarded to the manufacturer (stryker (B)(4)) and discussed with the responsible development team. It was determined that the failure mode (intraoperative breakage) can be attributed to a manufacturing related issue. Therefore a non-conformance was initiated to further analyse the issue and to prevent reoccurrence.

Event description:
During a surgical procedure, the implant broke in half when the surgeon tried to use it. The surgery was completed successfully with a back up implant.